Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA.

Event description:
Patient sent a letter to the manufacturer stating that the device is difficult to use "especially the exposed needle after drawing a blood sample." The manufacturer subsequently contacted the patient to obtain additional information regarding the problem; however, patient declined to provide further information. No adverse event was reported.